Event description:
It was reported that the batteries were both at 0% charge and would not charge. Both batteries were affected. The failure occurred after a battery calibration, prior to use with no patient involvement. No harm to any person has been reported. If both batteries fail during treatment, the ability to perform an emergency patient transport with the affected cardiohelp system would be compromised. In such a scenario, a report is considered necessary due to the potential risk to patient safety. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.